Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and sterility testing was performed. The complaint was confirmed. Root cause is attributed to handling during inspection. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
The account alleges that scratches on the clear film of the packaging were found. No patient contact.